Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a polarity switch had occurred approximately six months ago on the device. The patient was not aware of any electromagnetic interference or procedures on the day of the mode switch. The device was checked and there were no signs of oversensing; all values were within the normal ranges. Upon follow-up, the polarity was programmed back to bipolar and there have not been any further issues. The device remains in use. No patient complications have been reported as a result of this event.